Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (component codes), h11. Corrected fields: h6 (investigation conclusions). The failure analysis and testing dept. Received part number with a reported unit failure of the unit not powering on and an f7 error code. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave and tested the part to factory specifications per procedure. Confirmed the reported failure. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for part. They stated that the ict test failed. Probable root cause is a design issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is design issue. As per CAPA 257112, too much propagation delay within the communication between the isolated processor (u34) and the non-isolated processor (u108) causes the data to arrive late which violates the minimum setup time of 35ns which is needed for u34, texas instruments p/n tms320f2808pza.

Manufacturer narrative:
Resolution by fse is he replaced front end board, screw kit, pan head, ss 4-40 x 5/8 (ni), both special seal and alkaline battery 9v (customer stock), and o-ring, buna-n. Precautionary service by fse: he updated the software to most b.17 and b.15. Also he noted that exc. Processor board, compressor, scroll both are due for replacement, and battery bay compartment two (r) fail operational check also they installed battery in bay two (1x) malfunctioning, a quote will be provided upon request to further diagnose or replace the parts. He ran all the tests in accordance to the manufacturer's specifications. All tests are within range updates provided by in-house biomed. The defective components were received for further investigation. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received with a reported unit failure of the unit not powering on and an f7 error code. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure. Sending the board to the supplier for failure analysis per procedure. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for. They stated that the ict test failed. "Short nail: 937(vcc_bulk) và nail 67(gnda), c244 shorted" probable root cause is a design issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is design issue.

Event description:
N/a.